Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was experiencing discomfort when she peed. The patient reported that she ¿had the urge to pee like it was going to overflow, but could only go a little bit.¿ the consumer reported that they had been trying different amplitude settings and the patient was currently at 1.4v. The consumer reported that when they tried 1.6v the patient was getting a headache so they turned it back down to 1.4v. The consumer and the patient were wondering why she was still having symptoms. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.